Event description:
It was reported the patient experienced ineffective therapy. Diagnostics showed the patient's l1 drg lead had high impedance in all contacts. X-rays discovered the lead fractured. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-13104 should not have been reported as a medical device report (MDR) after additional information received confirmed that there is no indication that the device caused or contributed to the issue; the issue pertained to the t12 lead and thus no longer reportable.